Event description:
Incident reported as: 45 minutes after extubation from a triple coronary bypass procedure, the patient suffered hemorrhaging at the proximal site of the venous graft, which had three medium clips that released. Hemostasis was implemented with a polypropylene wire. This is the first of three reports. The patient was extubated the following day without serious neurological, cardiac or visceral consequence.

Manufacturer narrative:
No sample will be returned for investigation. Evaluation: method - manufacturing processes have been reviewed. DHR review showed no issues were found related to the failure mode reported in the complaint. Result - no changes have been made in the material, machine, manpower, method and measurement processes. Conclusions - failure mode was not confirmed. Based on investigation performed it is concluded there is no root cause associated with the manufacturing process, and no corrective actions will be taken at this time. If sample becomes available a complete investigation will be performed.